Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the optic torn and the haptics broken, bent and stretched out. There was fibre on the lens surface. Unable to perform dimensional and refractive verification inspection due to the damaged state of the returned lens. Corrected data: h4: device manufacture date: 15-jul-2021. Claim # (B)(4).

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. H11: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #:(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens remained implanted. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: due to the refractive surprise. The lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. H4: device manufacture date: 15-jul-2021. Claim # (B)(4).